Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps were found loose in the box. This occurred during set up of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction g1: (device manufacturer name and address: remove previously reported: baxter healthcare ¿ cuernavaca, ave. De los 5metros no. 2, cuernavaca, mexico, 2578 replace with: baxter healthcare - cleveland, 911 highway 61 north, po box 1058, cleveland, ms additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.